Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
Correction: should have been reported for the right ventricular lead instead of the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator. Upon interrogation, it was noted that the ICD exhibited episodes of low defibrillation impedance. No intervention was performed and the patient experienced no consequences.